Manufacturer narrative:
Investigation: bd received a sample and a video provided by the customer facility for investigation. The video was evaluated and the customer's indicated failure mode for tubing leakage with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that tubing separation occurred during use with a bd vacutainer® push button blood collection set with pre-attached holder. The following information was provided by the initial reporter, "blood flowed through the tubing but then I saw none was getting into the tube, just a fizz. It was dribbling through my fingers (gloved of course) down the back of the patient¿s arm, into the pillow. So needle out, clean up mess and start again. There seems to be a small split or hole where the tubing enters the white hub."

Event description:
It was reported that tubing separation occurred during use with a bd vacutainer® push button blood collection set with pre-attached holder. The following information was provided by the initial reporter, "blood flowed through the tubing but then I saw none was getting into the tube, just a fizz. It was dribbling through my fingers (gloved of course) down the back of the patient¿s arm, into the pillow. So needle out, clean up mess and start again. There seems to be a small split or hole where the tubing enters the white hub."

Manufacturer narrative:
Investigation: bd had not received samples, but a video was provided by the customer facility for investigation. The video was evaluated and the customer's indicated failure mode for tubing leakage with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Medical device type: fmi/jka. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tubing separation occurred during use with a bd vacutainer® push button blood collection set with pre-attached holder. The following information was provided by the initial reporter, "blood flowed through the tubing but then I saw none was getting into the tube, just a fizz. It was dribbling through my fingers (gloved of course) down the back of the patient¿s arm, into the pillow. So needle out, clean up mess and start again. There seems to be a small split or hole where the tubing enters the white hub."